Manufacturer narrative:
Correction: this is a 2nd submission of the initial filing, the previous MDR was 0000000-2022-00002. This was resubmitted due to an error linking the manufacturing location. Manufacturer narrative: the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sale representative reported that the device, smi-02ap, spectrum autopass suture passer was found during pre-operative testing prior to an unknown procedure on approximately (B)(6) 2021 when it was reported as " unit is broken." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. There was no report of device fragmentation. A good faith effort was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date the device has not been returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. If the device is returned at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A device history record review performed from the manufacture communicated no abnormalities that would contribute to this reported event. Although this is a reusable device however, it is not serviceable therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn or device function may be compromised. The IFU also advises the user to inspect the instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sale representative reported that the device, smi-02ap, spectrum autopass suture passer was found during pre-operative testing prior to an unknown procedure on approximately (B)(6) 2021 when it was reported as " unit is broken." There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. There was no report of device fragmentation. A good faith effort was completed for further assessment information; however, no response was received from the reporter to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.